Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated for more comfort. The ipg remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated for more comfort. The ipg remains implanted.